Event description:
It was reported the pt experienced a headache a day after her scs trail procedure. The pt stated she felt a strong headache, but the headache has gradually diminished. In addition, the pt reported her scs system stimulation coverage was satisfactory. Follow-up on (B)(6) 2013 identified the pt's headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.